Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 509 mg/dl and current blood glucose value was 496 mg/dl. Customer treated by blousing with the pump. The drive support cap appears normal. Customer also reported about no delivery alarm which was resolved by changing complete set. Customer declined to perform high pressure test. Insulin pump will not be returned for analysis.